Event description:
The surgeon was making a stabbing incision ports through the knee joint under the guidance of the arthroscope and video system. Surgeon used a #11 knife blade to make incisions to enter the knee joint to make an opening for a knee instrument to use in the joint.